Event description:
Patient reported that when she went to insert her infusion set, the needle would not pierce her skin. She stated that there is a nick on the needle towards the tip. She did not notice the nick until she tried to insert the infusion set needle. She reported that 5 infusion sets out of her last order had a nick in the needle. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The patient discarded all of the affected products. No product will be returned for evaluation.